Event description:
A customer reported experiencing a cgm error 42 with their sensor. Technical support provided instructions for a complete pump reset and assisted the customer through the process. After the reset, the error did not recur, and the customer was able to successfully start their sensor session. There was no adverse impact to the customer's blood glucose level.